Manufacturer narrative:
B1: added product problem, this was omitted in error in the initial report. D9: updated the devices return information the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the male patient of unknown age who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was known to be on inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. On the day of implant there was a diagnosis made of hemolysis. The patient's urine color had changed and was red. Two days later the team noted the hemolysis did prompt pump repositioning and the patient was on continuous renal replacement therapy (crrt) and pulling off 50ml/hour. The patient was also experiencing premature ventricular contractions (pvc) which may have started prior to pump placement. This is not confirmed. The pump was explanted and escalated to the impella 5.5 after the 2 days of support and has survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position,

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the male patient of unknown age who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was known to be on inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. On the day of implant there was a diagnosis made of hemolysis. The patient's urine color had changed and was red. Two days later the team noted the hemolysis did prompt pump repositioning and the patient was on continuous renal replacement therapy (crrt) and pulling off 50ml/hour. The field representative responded crrt began after impella insertion. The patient was also experiencing premature ventricular contractions (pvc) which may have started prior to pump placement. This is not confirmed. The pump was explanted and escalated to the impella 5.5 after the 2 days of support and has survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.